Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported via study that after implantation of glaucoma filtration device, a surgical intervention which was bleb revision with ologen was performed. Event related to device and not related to test procedure. The reduction in intraocular pressure was not sufficient. Additional information received that aqueous humor loss was detected on the day after surgery with a shallow anterior chamber and bleb revision along with conjunctival suture was performed.

Manufacturer narrative:
Corrected information provided in g.3. Correction: supplemental medical device report (smdr) # 1 is being filed to correct the g.3 date on the initial MDR. On initial MDR the g.3. Date should have been 30-aug-2024 instead of 21-sep-2024. The manufacturer internal reference number is: (B)(4).